Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem t:slim pump user guide indicates to use only use u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer periodically received low fill estimates after loading the cartridge with 300 units of cold insulin. Recommendation was made to load the cartridge with room temperature insulin. Reportedly, the customer loaded the cartridge with u-200 insulin from an insulin pen. Tandem customer technical support (cts) educated the customer that u-200 is off-label and is not recommended for use in the pump or supplies; customer acknowledged. The customer's blood glucose level was 105 (mg/dl) at the time of the report.